Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burnt through the silicone. The silicone exhibits localized melting around the holes, indicating arcing events occurred. The holes are approximately .030 to .020 in size and located .425 above the silicone to sleeve interface. One hole exhibits a miniscule tear on one edge. Various small mechanical tears were noticed in the general vicinity of the holes.

Event description:
It was reported that during a da vinci si procedure, sparking was observed at the tip cover accessory that was installed on the monopolar curved scissors (mcs) instrument. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.